Manufacturer narrative:
(B)(4). The lot 14j037 was manufactured on september 19, 2014 ¿ september 24, 2014. The device was received for evaluation. Visual and microscopic inspections on the device revealed no evidence of particulate matter either inside or outside of the reservoir. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate contamination inside the balloon of a half day infusor filled with desferrioxamine. This was noted before use. There was no patient involvement. No additional information is available.